Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. A period of hyperglycemia, which preceded the hypoglycemia, began in response to an empty insulin cartridge and an incomplete cartridge change process, resulting in suspension of insulin delivery for approximately 4 hours. The hypoglycemia followed a usual dinner meal announcement. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user overestimating the carbohydrate content of their meal, resulting in an excess of insulin. The prolonged period without insulin delivery that caused hyperglycemia led to increased correction insulin dosing once the ilet was able to dose insulin again and increased the risk of hypoglycemia.

Event description:
On 10/11/2024, an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/10/2024. On (B)(6) 2024, the user had a typical dinner but later realized the carb intake was insufficient. After watching football, they felt low around 10:30 pm est and later woke up to get a popsicle but does not recall events afterward. The user regained consciousness with their wife, son, and paramedics present. The user had lost consciousness, and their wife called ems when they were unresponsive. They were transported to the ER, briefly admitted, treated with "sugar water," and discharged on (B)(6) 2024 at 11:30 am est. The user reported feeling much better and is in contact with their beta bionics clinical diabetes specialist (cds) regarding meal announcements.